Event description:
It was reported to boston scientific corporation a sensor urological guidewire was used during calculus removal on a patient of unknown age, gender, and weight. Event date is unknown. According to the complainant, during unpacking, as the device was removed from package, the coating was already detached and the corewire was exposed. The product was not used on the patient. The procedure was completed using another sensor urological guidewire. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation a sensor urological guidewire was used during calculus removal on a patient of unknown age, gender, and weight. Event date is unknown. According to the complainant, during unpacking, as the device was removed from package, the coating was already detached and the corewire was exposed. The product was not used on the patient. The procedure was completed using another sensor urological guidewire. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned sensor urological guidewire revealed that the outer ptfe coated surface at the proximal section presents random scrapes and worn coating scattered throughout the entire length of the proximal section exposing the core wire. The coating on the guide wire was missing or scrapped off in these areas indicating that it had come into contact or rubbed against a sharp object. The most probable root cause for this event is determined to be "handling damage."